Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen. After further examination of the devices interior, electrical board shows signs of corrosion and previous moisture presence especially around the battery connectors, and on the connector that connects electrical board to electrical board . Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests due to the critical pump error. A huge chunk of the battery threads broke off. The left belt clip rail broke off, and the s/n label located between the belt clip rails has rubbed off and become illegible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error and exposed to moisture. The customer¿s blood glucose level was unknown. The customer also stated that they unable to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.